Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Resolved at the time of issue.

Event description:
A medtronic representative reported that during a spinal fusion procedure while setting up for imaging spins, navigation system was unable to see imaging system trackers. Representative confirmed that navigation system was functioning normally as the system could see instruments. Rebooting the system resolved the issue, the imaging system trackers regained power and the site proceeded with case. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.